Manufacturer narrative:
As reported, an aviator plus (.014 7.0x20 142cm) ruptured during inflation. The balloon was delivered to the lesion and inflated. However, it ruptured. The atmospheres at rupture are not known. It was unknown how the procedure was completed but the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The product will not be returned for analysis due to patient¿s infectious disease. A device history record (DHR) review of lot 17346916 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, unknown vessel characteristics may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿the cordis aviator plus pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty in the peripheral vasculature, including iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal, and carotid arteries, and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for post-dilatation of balloon-expandable and self-expanding stents in the peripheral vasculature¿do not retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding¿. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Use the device prior to the ¿use by¿ date specified on the package.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, an aviator plus (.014 7.0x20 142cm) was delivered to the lesion and inflated. However, it ruptured. It was unknown how the procedure was completed but the procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis due to patient¿s infectious disease. The target lesion was unknown. The vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.